Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. While ou a 8 x 2.50mm promus elite drug-eluting stent was selected for use; however, the shaft fractured outside the patient, prior to deployment. The procedure was completed with different device. No patient complications nor injuries were reported and the patient's status was fine.